Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to high impedances greater than 2000 ohms and a suspected lead fracture the clavicle. As the device was near eri, the physician electively replaced the pulse generator at the time of the lead revision. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.